Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. During the device analysis the purge disc retainer was found to be broken (retainer completely broken off). D9 date device returned to manufacturer added.

Event description:
The complainant reported that after the patient was weaned from the automated impella controller, the physician wanted to remove the purge cassette. The purge disk holder broke when the purge disk was removed. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.